Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had a charge circuit timeout alert. As well, the pat ient's right ventricular (rv) lead was fractured. The patient refused to replace their device. Both the device and lead are still in use. No patient complications have been reported as a result of this event.